Manufacturer narrative:
Visual inspection was performed, and deformation was observed on the inside of the securing mechanism/screw driver interface. This deformation confirms report that the driver was rotating in the securing mechanism and indicates that the securing mechanism would not rotate. Additionally, wear is observed on the top and bottom of the screw holes. Wear on top is on the opposite side as the wear on the underside. The wear observed on the screw holes is most likely from the screw wearing on the plate during screw insertion. Wear location and degree indicates screw(s) were over angulated with respect to the plate. Functional inspection was performed without any screws inserted. All 3 securing mechanisms were able to be closed and opened without difficulty, indicating that the securing mechanism jamming was due to an additional factor other than the plate. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Upon correspondence with the field representative, it was communicated that the size 10 tapered screwdriver was rotating in the securing mechanism, and excessive forces were applied to attempt to lock the securing mechanism. It was also communicated that the patient had hard bone. The device surgical technique guide states that over angulation of screws may result in inability to lock cover. The most likely root cause of the reported event was determined to be due to the over angulation of the screws. Functional inspection confirmed securing mechanism functions as intended without screws. Wear observed during visual inspection indicates screws were over angulated during insertion. Hard bone may have increased difficulty of screw insertion, which may have contributed to the event as well.

Event description:
It was reported that the locking mechanism of an ozark level 2 plate would not turn intra-operatively, during final tightening. The procedure was completed successfully by replacing the plate. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the locking mechanism of an ozark level 2 plate wouldn't turn intra-operatively, during final tightening. The procedure was completed successfully by replacing the plate. No adverse consequences nor medical intervention were reported.